Manufacturer narrative:
Additional devices mentioned in this report: alumina v40-femoral head 36mm, +0mm nk, cat # 6565-0-136, lot # 19699901. Accolade 132 size 3.5, cat # 6020-3535, lot # 14817301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding pain involving a trident insert was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis concluded pain may result from other factors not necessarily related to the device. In this case additional information is needed to fully investigate the event.

Event description:
It was reported that the patient was experiencing pain in hip. The stem, head, and liner were explanted. Restoration modular and mdm were implanted.

Event description:
It was reported that the patient was experiencing pain in hip. The stem, head, and liner were explanted. Restoration modular and mdm were implanted.